Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and there was no failure detected. The reported event of unrecoverable loss of antenna passed threshold and was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the device had an intermittent out of range signal. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)